Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: the black box shows no evidence of any date or time issues or cancelled boluses. A normal 10u bolus and a 10u audio bolus were successfully completed and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. The pump was exercised for 24 hours with no eaw¿s observed. The complaint could not be duplicated during the investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the patient is programming boluses via the meter remote and watches the boluses deliver but then the boluses are not showing up in the pump history. The patient mentioned blood glucose (bg) around 300mg/dl with no reported signs or symptoms. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.